Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated tsh result of 39.3 iu/ml generated by the access 2 immunoassay system for one patient. Subsequent testing on an alternate methodology produced discordant results of 0.04, '<0.01 iu/ml' in a lower clinical category. The erroneous results were reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was centrifuged for ten minutes at 3000rpm. Qc was been within the customer's established ranges prior to the event. The sample was sent to customer product line support (cpls) for testing and the presence of a patient source heterophile interferent was confirmed which is the root cause of this event.